Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. The current black box showed no evidence. During a visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap had three out of specification contact heights was and both contact widths were within specification. It was observed that the returned battery cap was able to attach to the pump but continued to spin due to the battery compartment crack. The pump was exercised for 24 hours with no intermittent power or reboot occurrences therefore the initial complaint about a power issue could not be duplicated during this investigation. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the pump casing was cracked between the case seal and the keypad cover. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.